Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #1) used to treat the patient. The patient's attorney did allege revision surgery and injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2010) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, b6, b7, d3, d4 (catalog no, lot no, UDI no, expiry date), g1, g3, g4, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol perfix plug (device 1). An additional supplemental emdrs were submitted to represent the perfix plug (device 2) and perfix plug (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for implant of three (3) unspecified bard/davol perfix plug (device #1, #2 and #3). On (B)(6) 2017: the patient had unspecified injuries related to a defect in the perfix plug (device #1, #2 and #3) and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the three (3) perfix plug (device #1, #2 and #3). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: on (B)(6) 2014 - patient was diagnosed with bilateral inguinal hernias thereby underwent open repair with implant of perfix plugs (device 1,2 and 3). Per op notes, ¿on the left inguinal region, a large direct hernia defect was noted and reduced. The sac was opened and the bowel were reduced. The sac was excised. Two perfix plugs (device 1 and 2) with onlay patch were placed in the defect and sutured. On the right inguinal region, a large direct hernia sac was noted, reduced and transected. A perfix plug (device 3) with onlay patch were placed and sutured.¿ on (B)(6) 2017 - patient was diagnosed with bilateral recurrent incarcerated inguinal hernias thereby underwent laparoscopic repair with implant of 3dmax (device 4 and 5). Per op notes, ¿on the right inguinal region, there was small bowel in the inguinal canal. There were collapsed loops of small bowel were released and the small bowel was reduced to abdomen. Direct and indirect hernia defects were identified, reduced and transected. A 3dmax (device 4) was placed and tacked. On the left inguinal region, a portion of sigmoid colon was incarcerated and obstructed were released. The colon was reduced. Direct and indirect hernia defects were noted and transected. A 3dmax (device 5) was placed and tacked.¿

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #1) used to treat the patient. The patient's attorney did allege revision surgery and injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2 and #3). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for implant of three (3) unspecified bard/davol perfix plug (device #1, #2 and #3). On (B)(6) 2017: the patient had unspecified injuries related to a defect in the perfix plug (device #1, #2 and #3) and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the three (3) perfix plug (device #1, #2 and #3). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿